Event description:
My knees were injected with synvisc one by the pa associated with my orthopedist. I was told the product would help my arthritic knees and that I should wait four weeks for the product to work, in both my knees. I waited longer than 4 weeks and did not notice any benefit at all. The product claims to help. I was not helped at all, in fact I was made to endure significant pain as these large needles were inserted between my knee joints. The product is defective or makes claims that it cannot substantiate. How was it taken or used: injected into my knees. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Why was the person using the product: arthritic knees.